Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water filled reservoir. The units left on the status screen matched properly with the units left on the test reservoir. No anomalies were noted. The pump was received with a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir status anomaly. Customer's blood glucose at time of incident was 12mmol/l. Customer stated that call back because the issue happen again. Customer was requesting for replacement. Customer was advised to return the reported pump as soon as possible.